Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not available.

Event description:
The incident in this report is associated with the device reported in MFR report # 1526439-2014-11472. It was reported that during a procedure, the tip of the screwdriver broke off into the screw head and became stuck. The surgeon attempted to remove the screw with a helicopter technique, and the head of the screw became disengaged from the screw body. The screw was removed with a screw removal set and replaced with a new screw. The broken screw was discarded by the hospital.